Event description:
During product evaluation, failure code 16:310 was identified in the pump's event history file. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05, 2007. Evaluation summary: the condition of failure code 16:310 was confirmed in the pump's event history file during product evaluation. This failure code was caused by a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced.